Manufacturer narrative:
Plant investigation is in process. A supplemental MDR will be submitted upon the completion of this activity.

Event description:
A user facility reported that a blood leak occurred 2 hours 27 minutes into the patient's hemodialysis (hd) treatment. The blood leak was noted as being an internal dialyzer leak. The machine alarmed and blood was visually observed leaking in the effluent and hansen tubing. Therefore, blood test strips were not used to confirm the presence of blood. No dialyzer damage was visible. Additionally, no damage to the dialyzer packaging was observed. The patient¿s estimated blood loss (ebl) was noted as being approximately 200cc. No patient adverse effects were experienced and no medical intervention was required as a result of this event. The patient completed treatment with a new set-up on a different machine. The complaint device was available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination found that the fiber bundle returned streaked with blood residue. Coagulated blood was noted in both headers of the cavity and non-cavity ID ends. No damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, kinked, looped, or short fibers were identified during gross visual examination. A laboratory leak test was performed; no leak was observed (possibly due to coagulated blood). The dialyzer was then subjected to destructive disassembly. A polyurethane (pu) delamination was observed on the non-cavity ID end of the dialyzer. The delamination manifested as separations of the pu (potting material) from the dialyzer housing (wall). The delamination in the polyurethane (pu) potting extended under the o-ring from approximately 200 to 300 degrees with the dialysate ports at 0 degrees. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. A review of the device manufacturing records was conducted by the manufacturer. There were two approved temporary deviation notices noted on the lot; however, there was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The investigation into the cause of the reported problem was able to confirm the failure mode. Delamination of the polyurethane (pu) potting compound was observed on the non-cavity ID end of the dialyzer. The delamination in the potting extended underneath the silicone o-rings and compromised the seal between the pu material and the o-rings, which may have allowed a leak pathway into the dialysate compartment. Therefore, the complaint has been deemed confirmed.